Event description:
The event is reported as: circuit was unable to pass ventilator leak test. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by the manufacturer for eval, therefore, investigation report is incomplete at this time. A follow-up report will be sent when additional info is received.